Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic lobectomy procedure, the device would not re-open after it had been fired. It is unknown how the device was removed from the tissue. A new device was used to complete the procedure. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's wife that the patient was in the hospital, the nurse told her the "pacemaker just stopped working", and the patient died. The wife was questioning the pacemaker longevity. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.